Event description:
The customer called for assistance priming the insulin pump. During the phone call, the customer requested that paramedics be called to treat her for hyperglycemia. The reported blood glucose reading was 508 mg/dl. When paramedics arrived to the scene they indicated that they were going to take the customer to the hosp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.